Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
The patient is fine, no adverse issue has been reported.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a functional end-to-end anastomosis, the device stopped firing in the middle. The jaws of the reload opened without damaging the tissue. A new device was used to continue the case. A new reload was applied where the original staple line stopped. There is no tissue loss. There was no bleeding. There was no tissue damage. Nothing fell into the cavity.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle and one adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. There were no visual abnormalities. During functional evaluation, the adapter exhibited a low firing force, confirming the reported condition of partial firing. A review of the device history record indicates these devices lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. The file was concluded to be cannot be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.